Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine perforation ("perforation (uterus)/perforating vessel on the right side of the anterior aspect of"), menorrhagia ("menorrhagia/ abnormal bleeding(menorrhagia)/ with heavy bleeding and lot of clots/last for 20 days then 10 days") and genital haemorrhage ("I was bleeding and passing blood clots size of big fists") in a 34-year-old female patient who had essure (batch no. A14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included breast lump, gallbladder disease, transaminitis, miscarriage, smoker and bleeding genital. Previously administered products included for an unreported indication: mirena from 2006 to 2008. Concurrent conditions included gerd, hiv test positive, hypertension, renal disease, knee pain, perineal hematoma, grand multiparity, low back pain, tobacco user, uterine cramps, anesthesia, menometrorrhagia, benign uterine neoplasm, metaplasia, nabothian cyst, appendicolith, polymenorrhoea, kidney disorder, osteoarthritis, ovarian pain and ovarian cyst. The patient also had a family history of hypertension. Concomitant products included abacavir sulfate;lamivudine (abacavir + lamivudin), docusate, entecavir (novir), fosamprenavir calcium (lexiva), hydromorphone, levonorgestrel (mirena), lidocaine, lisinopril, magnesium sulfate (cormagnesin), morphine, omeprazole, ondansetron, oxycodone, potassium chloride, promethazine, simeticone (simethicone) and tramadol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), pain ("lots of stabbing on her left side/ left side consistent sharp stabbing pain") and uterine polyp ("endometrial polyps"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain lower"), muscle spasms ("muscle spasms") and dysmenorrhoea ("painful period"). The patient was treated with surgery (bilateral partial salpingectomy total hysterectomy (uterus and cervix removed) and novasure ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, pain and abdominal pain lower had resolved and the uterine perforation, menorrhagia, genital haemorrhage, uterine polyp, muscle spasms, and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, muscle spasms, pain, pelvic pain, uterine perforation, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: number of visible intrauterine coils patient right2 number of visible intrauterine coils patient left:3. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; lower abdomen cramping pain, menorrhagia, abdominal pain,vaginal bleeding.concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : clots, dysmenorrhea, uterine polyps, pain, left lower quadrant pain, pelvic pain, menorrhagia and uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received.reporter information were added. Event : endometrial polyps, muscle spasms, I was bleeding and passing blood clots size of big fists and dysmenorrhoea were added.concomitant drug were added. Event verbatim were updated as lots of stabbing on her left side/ left side consistent sharp stabbing pain. Incident. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine perforation ("perforation (uterus)") and menorrhagia ("menorrhagia") in a 34-year-old female patient who had essure (batch no. A14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included breast lump, gallbladder disease and transaminitis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included gerd, hiv test positive, hypertension, renal disease, knee pain, perineal hematoma, multiparous, low back pain, tobacco user, uterine cramps and anesthesia. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain") and pain ("lots of stabbing on her left side"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (bilateral partial salpingectomy total hysterectomy (uterus and cervix removed) and surgery (novasure ablation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, pain and abdominal pain lower had resolved and the uterine perforation and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, menorrhagia, pain, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: number of visible intrauterine coils patient right2 number of visible intrauterine coils patient left:3. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; lower abdomen cramping pain, menorrhagia, abdominal pain,vaginal bleeding. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received event " abnormal bleeding (vaginal, menorrhagia), pain, perforation (uterus), abdominal pain, lower abdomen pain, lots of stabbing pain on her left side, she did not undergo essure confirmation test" added. Patient, reporter and product information added. Concomitant and historical condition added. Lot number added. Outcome of event " pain, bleeding " was recovered. Historical drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine perforation ("perforation (uterus)") and menorrhagia ("menorrhagia") in a 34-year-old female patient who had essure (batch no. A14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included breast lump, gallbladder disease and transaminitis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included gerd, hiv test positive, hypertension, renal disease, knee pain, perineal hematoma, grand multiparity, low back pain, tobacco user, uterine cramps and anesthesia. On (B)(6) 2012, the patient had essure inserted. In august 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain") and pain ("lots of stabbing on her left side"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (bilateral partial salpingectomy total hysterectomy (uterus and cervix removed) and surgery (novasure ablation). Essure was removed on 22-aug-2012. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, pain and abdominal pain lower had resolved and the uterine perforation and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, menorrhagia, pain, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: number of visible intrauterine coils patient right2 number of visible intrauterine coils patient left:3. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; lower abdomen cramping pain, menorrhagia, abdominal pain,vaginal bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.